Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for cosmetic damage located at the back and vibrate anomaly found on (B)(6) 2021. Pump received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to verify vibrate anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. Corrosion was also found on the force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The original pcb 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned using isopropyl alcohol and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Blank display was confirmed due to corrosion on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a pillowing keypad overlay and a serial number label missing. Cosmetic damage was confirmed located at the back. Unable to verify vibrate anomaly due to blank display. Blank display was confirmed due to corrosion on the electronic assembly. During visual inspection, found corrosion on the force sensor and motor assembly noted. Unable to download history files and traces confirmed.

Event description:
Information received by medtronic indicated that insulin pump had crack on the back and insulin pump was not working only vibrating. There was no damage to retainer ring. Customer had low blood glucose level and treated with glucose tablets. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.